Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/30/2018 that on (B)(6) 2018 the patient experienced receiving an early sensor expiration notice. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of  the complaint is undetermined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced receiving an early sensor expiration notice. The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. The device was paired with a (B)(4) device and passed. Transmitter functional tester: passed all relevant testing. The binfile was reviewed and was able to confirm the early sensor expiration. The probable cause was determined to be a defective transmitter. No additional event or patient information is available.